Manufacturer narrative:
Device is not returned.

Event description:
New information received indicates that the lead was explanted and replaced. The patient was stable before, during and after the procedure.

Event description:
It was reported that an asymptomatic patient presented in clinic with high capture threshold and high out of range pacing lead impedance. The lead replacement was anticipated. No further information is available at this moment.